Event description:
Related manufacturer report number: 2916596-2022-14745. It was reported that the patient had continuous alarms while connected to the power module. There was a pump stop event, low speed and low flow hazard alarms, replace system controller alarm, and backup mode cpu active. There was suspected driveline damage. A date reset was observed in the log files. The account reported that when the alarm was triggered, the patient tried switching power sources and may have experienced a total loss of power. It was suspected that this event was caused by poor battery and clip connection. The battery clips were exchanged, and no further alarms occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of low speed, suspected driveline damage, and a total loss of power. The system controller was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 14 days (day 1702 hour 21 minute 41 ¿ day 1712 hour 19 minute 32, day 0 hour 0 minute 1 ¿ day 1 hour 0 minute 20 per time stamp). On day 1712 hour 19 minute 32, there was a total loss of power. During the total loss of power, the pump speed dropped to ~1000 rpm. The total loss of power occurred during the reported exchange from battery power to the power module. The clock reset when power was restored. There were no other notable alarms active in the log file. Additional provided information communicated on 27oct2022 stated that since exchanging the battery clips, there have been no further alarms since. The system controller was not exchanged, and the serial number is unconfirmed. Driveline damage was not confirmed. No products will be returned at this time. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions for use section 12.6 entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.